Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse in the power supply backpack was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system lost its display video capability. No pt injury was reported.